Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a radial artline/transducer set was continuously leaking blood right below the septum. No patient injury to report. A new set was used to finish the hemodynamic monitoring for the adult patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and functional testing was performed. The complaint was confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.